Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the emergency department due to dizzy spells. A review of the device function noted two non sustained ventricular tachycardia episodes recorded demonstrating myopotential noise stored on the electrocardiogram. No asystole for > 2 seconds was noted, and the stored electrocardiogram did not correlate with the patient's symptoms. It was confirmed that the patient was pacemaker dependent. The device programing was changed as the patient was symptomatic to having the lower rate limit reduced. The patient was booked for another follow up. No adverse patient effects were reported. Subsequently a routine follow up took place. The patient once again complained of dizzy spells. A review of the device noted ventricular tachycardia events stored which were noise on the right ventricular (rv) lead resulting in asystole for 2 to 3 seconds. The sensitivity was reprogrammed and no noise events were further recorded. The patient was well and no further changes were made.